Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was returned for evaluation in good condition. Functional testing was performed and confirmed the customer's reported problem. No visual testing performed. The root cause what that the pump was defective, the front cover bent and generates vibrations. Pump and front cover were renewed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device reports temperature alarm, always shows low fill level even though it has been filled. There was unknown patient involvement.